Event description:
A patient received a hematoma. (B)(4) was notified of this event on (B)(6) 2012. The hospital did not notify (B)(4) of the event at the time of occurrence. A complete service check was completed on (B)(6) 2012. The device was found to be working properly and within the defined specifications. The patient had recovered with no permanent disability. The incident occurred in (B)(6).

Manufacturer narrative:
(B)(4) (the importer) is submitting the report on behalf of dornier medtech systems (B)(4).